Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted for gi bleed. The source of the bleed was not located. Pt given two units of blood and sent home.

Manufacturer narrative:
The pt remains on going and is doing well with the implanted device. No further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.